Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the clip would not reopen while reloading. Another device was used to complete the case. There were no adverse consequences to the pt. Additional information received 11/24/2009: "the jaws re-opened, but it was difficult to open the device."